Event description:
The info provided to sjm indicated a 33mm masters series valve was implanted on (B)(6) 2003. One of the leaflets was immobile due to a ventricular pacing wire. The valve was explanted on (B)(6) 2014.